Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having some ventricular tachycardia (vt) with implantable cardioverter defibrillator (ICD) shocks. An echo-cardiogram and labs were performed. No unusual events seen within the log file.

Event description:
It was reported that the patient's metoprolol increased to 50mg, potassium 3.6, mg 2.4. Patient doing well. No vt or ICD shocks since issue.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020, at 06:48:02 to (B)(6) 2020, at 09:52:07, per the timestamp. No notable alarms or unusual events were recorded, and the system appeared to have been operating as intended. The account communicated that the patient was experiencing ventricular tachycardia and their implantable cardioverter-defibrillator (ICD) fired a few times. The patient underwent an echocardiogram and some laboratory work, which resulted in their metoprolol dose being increased to 50mg. The patient is reportedly doing well and has not experienced any further episodes of ventricular tachycardia or ICD shocks. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.